Event description:
It was reported that the pump battery would not charge resulting in pump shutdown. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by switching to another third-party charging cable and declined further troubleshooting. The customer continued to use pump for insulin therapy.